Manufacturer narrative:
One used sample was received for evaluation. Visual inspection observed blood residue. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date; unknown, month and year; valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was a leakage from the filter pro. There were patient involvement and no adverse event reported.